Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, during an intramedullary tibia nailing procedure, the reamer head broke inside the tibial canal. The surgeon was able to retrieve all pieces, and completed the procedure without using another reamer. The procedure was extended by about 45 minutes to retrieve all pieces. This is 1 of 1 for event (B)(4).

Event description:
As reported, the procedure was completed successfully with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Additional information was received (B)(4) 2013. Placeholder.